Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. (B)(4).

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a high blood glucose with symptoms of nausea, dizziness, and moderate ketones. The patient self treated with an injection. The reporter stated that the prime menu had been accessed multiple times following a loss of prime warning. The patient was referred to their healthcare provider for diabetes management related issues. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to use error of the device.